Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that after having to manually open gantry door, the site was unable to dock the unit. It was found the system had a door open message on the pendant when doors were closed, thus preventing the system to dock. There was no patient involvement.

Manufacturer narrative:
Multiple annex a codes were coded for this event. A0709 was coded for the door open message on the pendant when doors were closed. A1502 was coded for being unable to dock the unit. H3, h6: the system was serviced in the field and the problem was verified. Realigned the upper right door switch and verified proper functionality with the door open message was cleared. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Products added to d10. Continuation of d10: product ID: bi71000529, lot number: unknown; product ID: bi71000166, lot number: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.